Event description:
It has been reported to philips that the flexvision system failed to initialize and was stuck at 00:00. The device was not in clinical use. The system had to be restarted manually. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the flexvision system failed to initialize. After reviewing the log file rse did not found flex vision pc malfunction on 23rd october. Rse found that flex vision unit was not initialized. Third party initialized the flex vision. After restarted flex vision, the system was returned to use in good working order. The codes were updated based on the investigation outcome.